Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section of the body of the balloon. Microscopic inspection was done and found the balloon had a pinhole. The presence of a pinhole confirms the reported event. It is possible that interaction with scope and other devices during procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cbd dilation procedure performed on (B)(6) 2021. During the procedure, immediately upon inflation it was noted that the balloon would not hold pressure. They re-inflated the balloon in the duodenum, under endoscopic visualization, they noticed that the water was escaping through a pinhole in the balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.